Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the buttons on the insulin pump was unresponsive. Customer's blood glucose was unknown. It's unknown if troubleshooting was performed. The device is returning for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons; the problem was isolated to keypad assembly. The insulin pump was received with j1 connector at the printed circuit board assembly was properly connected. No damage or moisture damage was found on the keypad assembly noted. The insulin pump passed leak test. No cosmetic damage noted.